Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and "device was inserted back into the patient¿. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening on the radius side and device was underweight. A visual and microscopic analysis was performed which identified: striated opening on radius. Based on the device analysis, the final assessment is a striated opening on the radius side assessed as surgical damage consistent with the use of a surgical tool.

Event description:
Healthcare professional reported right side rupture and "device was inserted back into the patient¿. Device has been explanted.